Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had leaked. The entire bag had leaked out overnight. The source of the leak had been undetermined. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. No patient harm was reported.

Manufacturer narrative:
H2) device evaluation: d9 device available for evaluation updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The 11 non-used returned samples were inspected visually and defects were not found during the inspection. The samples were tested with the hydrostatic at 45 pounds per square inch (psi) with acceptable results. The samples did not present leaking conditions, and therefore were considered acceptable. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.